Event description:
It was reported to philips about that the system's footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, there was no case interruption, as the issue was intermittent, and the procedure continued and was completed as planned with minimal delay. It was reported to philips that the foot switch was unable to trigger x-rays. A philips remote service engineer (rse) performed a remote inspection, reviewed the log, and identified a problem with the digital converters. The customer had not addressed the issue since it was intermittent, and the problem did not recur. Philips does not have an active service contract with the customer. If the issue reappears, the rse will request the customer to open a new service request. The system was returned to the customer in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, there was no case interruption; this was an intermittent issue, so the case proceeded as planned with minimal delay on the same system and is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on the investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.